Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Peritoneal dialysis patient requested technical support after encountering repeated air detected in cassette messages during drain 3 of 4 peritoneal dialysis treatment. The patient reported disconnecting from the cycler and performing a manual drain. The patient was assisted with resetting up the cycler. Upon removal of the cassette the patient reported observing evidence of a fluid leak on the cassette and cassette housing. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. The patient was prescribed prophylactic antibiotics, ceftazidime. Patient completed treatment with continuous ambulatory peritoneal dialysis. No treatments reportedly missed. A retrieval kit was sent to the patient for the cycler set.